Event description:
The hcp reported the pt had contacted the clinic in 2004 with complaint of "pump was painful and moving in pocket, site hot and skin swollen, fever." They also had noted the pump was alarming low volume the following month. The pt was instructed to be seen in the clinic, but cancelled numerous appointments as they had done in the past. The pt did come to the clinic 13 days later. The pump was turned off, and the pump was explanted in 2005. The pt is reported to have recovered without sequela.